Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by abdominal pain, fever and cloudy fluid. The cause of peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gram, intraperitoneal and frequency not reported) and meropenem injection (1 gram, intraperitoneal and once a day). At the time of this report, patient outcome was unknown. Action taken with dianeal therapy was not reported. No additional information was available.